Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unused pacemaker was unable to be reprogrammed from vvi mode after distribution and prior to implant. No intervention was performed and no patient was involved.